Event description:
The hospital reported that during a coronary artery bypass procedure, the handle split upon deployment. The aortic cutter split at the seam. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the button and safety lock were depressed. The cutter had been actuated and the cutter and needle were extended. The casing of the cutter was split apart. The device was very bloody. Based upon the received condition of the device, the reported complaint "cutter split at seam" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).